Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the physician had problem with placing the lead in the right ventricular (rv) (problem with fixation). The lead was repositioned few times and the physician fixed lead in the rv. After two days the lead dislodged. The physician decided to reposition the lead. During the lead repositioning, the problem occurred again with fixing the lead in the rv. The physician decided to replace the lead for another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.